Manufacturer narrative:
The product was not returned so no physical analysis could be performed. A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Based on the information available, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during photo selective vaporization of the prostate (pvp) procedure, fiber began firing off the end after 5,607 joules of use and 1:56 minutes. The fiber tip was cleaned during the procedure. The procedure was completed utilizing a second fiber with no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the distal part of the glass cap was detached and not returned. Known inherent risk of device is likely the cause for the observed glass cap detachment. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. In addition, analysis identified the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge and the metal cap was found to be detached and not returned. The fiber proximal to fracture can rotate independently of metal cap. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the glass cap circumferential fracture at distal side and metal cap detachment, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture and metal cap detachment

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, fiber began firing off the end after 5,607 joules of use and 1:56 minutes. The fiber tip was cleaned during the procedure. The procedure was completed utilizing a second fiber with no clinical consequences to the patient.